Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer's caregiver reported receiving a sensor scan result of over 400 mg/dl compared to an unspecified low reading obtained from an unspecified source. As a result, customer experienced hypoglycemia and was treated with juice, sugar, and/ or food by a third-party. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for PMA/510(k) as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer's caregiver reported receiving a sensor scan result of over 400 mg/dl compared to an unspecified low reading obtained from an unspecified source. As a result, customer experienced hypoglycemia and was treated with juice, sugar, and/ or food by a third-party. No further treatment was reported. There was no report of death or permanent injury associated with this event.